Event description:
The rotator of the stopcock broke during a left ventriculogram procedure. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval/investigation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found one similar complaint for this lot number. A follow-up report will be submitted when the eval has been completed. Eval method: the device history record was reviewed, the complaint data base was reviewed. Conclusions: other, a follow-up report will be submitted when the eval is completed.